Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.629 to 2.609 volts between (B)(6) 2012 and (B)(6) 2012. 1 - patient alert for low battery voltage on (B)(6) 2012 02:15:00.